Manufacturer narrative:
The unit has not been returned to allow an analysis to be performed. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the sensor is displaying readings, although it is not connected to a patient. The testing was performed by the biomedical engineer of the user facility; there was no patient involvement.